Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link-25 system was re-installed and calibrated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction that could cause a hypoxic mixture in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the failure was of the primary regulator, not the balance regulator. Therefore, there was no risk of delivery of a hypoxic mix. No reportable malfunction occurred.